Event description:
It was reported that this lead was explanted due to it dislodged since the patient experienced twiddler syndrome. A new lead was successfully implanted. No additional adverse patient effects were reported. This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the clinical observation(s). Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the clinical observation(s). Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that this lead was explanted due to it dislodged since the patient experienced twiddler syndrome. A new lead was successfully implanted. No additional adverse patient effects were reported.